Event description:
It was reported that during a right hemicolectomy procedure, the device jammed and only a small number of staples closed and some partially closed. The remainder of the line intended to be closed was crushed by the stapler. The case was completed by another stapler. No patient consequence.

Manufacturer narrative:
Date sent: 06/22/2006.